Event description:
Star total ankle replacement sliding core mobile bearing was exchanged to correct implant dislocation.

Manufacturer narrative:
Visual examination confirms sliding core mobile bearing was fractured. Sliding core mobile bearing dislocation posterior; no root cause has been identified. There were no deviations reported in the DHR for part no. 400-142, lot no. 0920104. All parts were released within specifications.